Event description:
It was reported that a patient experienced a lack of therapeutic effect. It was stated that the patient stimulator "didn't work" and that it was "very erratic". It was noted that the patient had not used the device for a year or more because he had another device that had been working well. The patient stated that when he gets the other device replaced that maybe he would have the stimulator explanted and try a different model. It was noted that approximately two years ago the doctor stated that the patient may have had a lead issue, but nothing was done about it because the patient's other device was working. Further information has been requested, but none was available at the time of this report.

Manufacturer narrative:
Product ID: 3487a, lot# l36985, implanted: (B)(6) 1995, product type: lead. Product ID: 3487a, lot# l36985, implanted: (B)(6) 1995, product type: lead. Product ID: 3272, serial# (B)(4), implanted: (B)(6) 1995, product type: receiver. (B)(4).